Event description:
When the physician was exchanging 7f 55cm sheath over the wire, upon removal of sheath from the right femoral the hub of the sheath broke off of the body of the sheath. Sheath had been partially pulled out of the pt when the hub broke. Remainder of the sheath body was removed without any adverse incident. A 7f 11cm was advanced otw into right femoral and wire removed.